Manufacturer narrative:
Other applicable components are: product ID 37612 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was in the hospital for an infection. No further complications were reported as a result of this event.